Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit overheated at the forty-two degree setting. It sat at forty-two degrees for a while but then crept up to forty three degrees. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) was unable to duplicate the reported issue. The issue could be intermittent or when the unit is placed in heating mode for an extended period. The fsr replaced the 38/42 degree thermostat as a preventative measure. The fsr performed and completed corrective maintenance. The unit operated to MFR specs and was returned to clinical use. The suspect component was returned to the MFR for further eval. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.